Manufacturer narrative:
Product complaint number: (B)(4). Was there any adverse consequence associated with the patient? Did the event occur during one or multiple patient procedures? When was the needle pop-off from the suture for all vcp317h involved (in the package, during removal from package, during handling or during use on the patient)? Please specify when was the needle pop-off from the suture for all k833h involved (in the package, during removal from package, during handling or during use on the patient)? Please specify could you please confirm if 36 vcp317h pop-off intra-operatively? Could you please confirm if 26 vcp317h pop-off intra-operatively? What is the lot number? Device return status: attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: 2210968-2022-01112.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the suture kept popping off even though it was thought not to be a pop-off. This problem also existed with a silk code as well. There were no patient consequences reported. Additional information was requested.